Manufacturer narrative:
(B)(4). Voluntary medwatch number: mw5062666. (B)(4). Product evaluation: the results of this investigation concluded the carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position; the black heat shrink tube, tamper tube, anchor and collagen were not returned. The suture distal end strands were even, consistent with cutting. The overall device condition was consistent with deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention

Event description:
Additional information provided: following diagnostic catheterization, the 6f angio-seal vip was deployed. Hemostasis was not achieved with the angio-seal. Manual pressure was held for 20 minutes to achieve hemostasis. An initial absent pulse on the right dorsalis pedis and on the right posterior tibialis were found. Doppled pulse was found intermittently in phase 1 recovery and consistently in phase 2 recovery. The patient was transferred to higher level care at an outside hospital for evaluation, a possible arterial occlusion, and continued monitoring.

Manufacturer narrative:
(B)(4)

Event description:
Following a pre-deployment angiogram, a 6f angio-seal vip was deployed for vascular closure of a right femoral artery puncture. An absence of pedal pulses in the patient's leg was noted at the end of pressure hold post-deployment when the patient was moved to the recovery area. Medical staff were unable to palpate or dopple the right pedal pulse. The patient was transferred to an outside hospital for continued monitoring. An ultrasound was performed, which revealed the pulse strength had increased. The patient is stable and had an ultrasound repeated on (B)(6) 2016 and had a follow-up appointment on (B)(6) 2016.